Event description:
Lenstec received an email stating "the lens was explanted."

Manufacturer narrative:
Investigation ongoing. Once the device is received and inspected a supplemental report will be issued.

Manufacturer narrative:
Based on the review of the batch documentation conducted, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. Additionally, we have not received any other complaints from this batch. Based on the results from the investigation, the lens was returned in two pieces. The lens surface and cross sections were clear and did not carry any cloudy / blurry appearances. Lenstec can further confirm that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Event description:
Lenstec received an email stating "the lens was explanted."